Event description:
The physician attempted arteriotomy closure with the closer 6 fr. Device following a diagnostic cardiac catheterization performed in 2001. It was reported that the device was deployed and closure was achieved. The pt called the dr's office in 2002 complaining of "a bulge in the leg". The pt was instructed to go to the ER. In the ER, the pt was diagnosed with a pseudoaneurysm measuring 3cm x 10cm. The pseudoanuerysm was compressed and the pt was kept overnight. The next day the pt underwent ultrasound-guided compression. The pseudoanuerysm continued to grow and the pt became febrile. A surgeon was consulted. The surgeon performed an end to end anastomosis. The pt was placed on unspecified antibiotics. Cultures were taken of the wound and were positive for staphylococcus aureus. The pt is reported to have recovered "fine".